Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. Visual inspection noted epoxy on the atrial ring spring, which is believed to have prevented the spring from expanding properly in the field, and resulted in the reported difficulty inserting the atrial lead. Microscopic glass beads were observed in the atrial port and are believed to be from the manufacturing process.

Event description:
It was reported that during an attempted implant, the lead could not be inserted into the atrial port even with the use of mineral oil. A white film could also be seen in the atrial port of the header. The device was replaced.